Manufacturer narrative:
Summary of device evaluation: the reported complaint is unconfirmed. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The reported complaint stated the pusher was detached/broken during the procedure; however, the investigation of the returned coil system found the pusher's body coil damaged near the attachment bond with no signs of fracture or breakage on the body coil. The implant was found deformed and to be separated from the pusher with no signs of activation on the distal heater coil. The investigation found the pusher's monofilament with a stretched tail/tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant coil was returned to the manufacturer for analysis and evaluation is underway. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that during an aneurysm embolization procedure, the pusher detached in the microcatheter. The devices were successfully removed from the patient and a new set was used to completed the case. There was no harm or injury to the patient.